Event description:
The lay user/pt contacted lifescan alleging that his one touch ultra would not turn on. The medical affairs specialst spoke with the patient 4 days later to obtain/verify information. The patient's last successful meter reading, "200 mg/dl," was in 2006 at 7 pm (after dinner which included 3 small donuts) with no signs of high or low blood sugar symptoms. Before going to bed, the pt took his usual amount of 25 units lantus. The next morning, the pt woke up dizzy and was unable to obtain a meter reading since it would not turn on. Since the pt felt that he was having high blood sugar symptoms, the pt took an extra 5 units of humalog r (total of 20 units); however, the insulin did not improve his dizziness, nor made it worse. Later in the afternoon, the patient drove to the hospital where he got a blood glucose result of "600 mg/dl" on the hospital's meter (not a lab test as previously documented) and was treated with fast acting insulin. The patient was released a few hours later with an "normal" blood glucose level. The customer care advocate (cca) verified the following about the battery: it was in good condition, it was correctly installed, and it was last replaced within the year. The cca also verified that the meter was not out of the box and the patient was using correct test strips. The cca had the patient press the power button and insert a test strip but the meter would not turn on. The power issue was resolved by reseating the battery. The meter, test strips, and control solution were replaced. This complaint is being reported because of the meter's power issue and then started having hyperglycemic symptoms and eventually required insulin treatment at the hospital based.